Event description:
The hospital reportedly noted that the unit provided visual alarms, however, audible alarms were not functional. There was no reported pt injury.

Manufacturer narrative:
Under (B)(4) law and (B)(4) data protection act 1998, pt info is considered confidential and will not be released by the hospital. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.